Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient that was receiving bupivacaine at 3.08mg/day, baclofen at 16.4mcg/day, and morphine at 4mg/day, concentrations not reported via an implantable pump. The indication for use was spinal pain. The patient could not find a hcp and from what she understands it will be awhile before the office opens again if it ever opens again. The patient was having pain around the pump area. The bottom part of the pump was described as being loose and not attached well and the patient could grab the bottom of the pump and move it. The patient felt the stitching had come undone. The patient started having the pain a week ago; the exact date in (B)(6) 2015 was unknown. It was also noted that in the last couple of days, it has been hard for the patient to sit indian style. The reporter was considering contacting the primary care physician to assess the area that was hurting where the pump was located. Physician contact information was provided. It was further reported that patient wasn't feeling well and that she would follow-up with the suggestions and also with workman's comp to see how long it would take to get approved for a new location. The steps taken to resolve the pain around the pump area and the pump being loose, interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.